Event description:
On (B)(6) 2012, the patient's diabetes education/reporter contacted animas to report that the patient had two unexplained dka incidents while on insulin pump therapy. The reporter did not think this was a pump problem but more of a user problem. The patient reportedly was not following the subject pump's instruction for use. In addition, she have some site insertion issues. Animas made several attempts to the patient for more information but was not successful. A no response letter was sent the patient, requesting a call back to animas. This complaint is being reported possibly due to use error and because the patient had dka while on insulin pump therapy. The animas pump could not be ruled out as a contributor of the reported event. Hence, this complaint was reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.